Event description:
It was reported the stimulation was intermittent over the weekend. The pt felt no stimulation sensation at the paresthesia area. The pt programmer confirmed the stimulator was on. The pt was seen by the physician. The stimulator was reprogrammed. The pt programmer was replaced. The spinal cord stimulation system was replaced. The pt outcome after replacement surgery is unk.